Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap of insulin pump was coming off and held together with tape. The customer¿s blood glucose level was 140 mg/dl. Customer stated that the drive support cap was loose. The customer was advised that the insulin pump needed to be replaced and to follow their medically prescribed backup plan. The insulin pump will be returned for analysis.